Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device would not power on or charge despite correct placement on a charging pad with an illuminated charging indicator, consistent with device battery depletion and a suspected power/charging subsystem malfunction. Symptoms included hyperglycemia with a reported maximum glucose of 313 mg/dl over several hours, without loss of consciousness or other acute effects. Outcomes included temporary interruption of automated insulin delivery and transition to backup manual insulin therapy, without need for professional medical intervention or hospitalization. Investigation included customer troubleshooting of power and charging, confirmation of correct charging setup, and logistics for device replacement. Investigation of this device revealed a failure to power and charge attributable to the device¿s power management or battery component, consistent with a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to battery or charging circuitry.